Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("I lost 20 ibs") and experienced migraine ("migraines"). The patient was treated with surgery (everything removed except ovaries, hystercetomy). Essure was removed. At the time of the report, the medical device removal, weight decreased and migraine outcome was unknown. The reporter considered medical device removal, migraine and weight decreased to be related to essure. The reporter commented: since october when I had my hystectomy. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2& fu3 proceed together: social media received. New evet I lost 20 ibs was added. Reporter was added. On 20-mar-2020: fu2& fu3 proceed together: social media received. New events migraines was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash with my hair loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss") and pruritus ("itching scalp") and was found to have weight decreased ("I lost 20 ibs"). The patient was treated with surgery (everything removed except ovaries, hysterectomy). Essure was removed. At the time of the report, the rash, weight decreased, migraine, alopecia and pruritus outcome was unknown. The reporter considered alopecia, migraine, pruritus, rash and weight decreased to be related to essure. The reporter commented: since (B)(6) when I had my hysterotomy. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Rash, pruritus and alopecia were added as events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash with my hair loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), pruritus ("itching scalp") and genital haemorrhage ("bleeding") and was found to have weight decreased ("I lost 20 ibs"). The patient was treated with surgery (everything removed except ovaries, hysterectomy). Essure was removed. At the time of the report, the rash, weight decreased, migraine, pruritus and genital haemorrhage outcome was unknown and the alopecia had resolved. The reporter considered alopecia, genital haemorrhage, migraine, pruritus, rash and weight decreased to be related to essure. The reporter commented: since (B)(6) when I had my hysterotomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added. Outcome of hair loss was changed to "recovered." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash with my hair loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), pruritus ("itching scalp") and genital haemorrhage ("bleeding") and was found to have weight decreased ("I lost 20 ibs"). The patient was treated with surgery (everything removed except ovaries, hystercetomy). Essure was removed. At the time of the report, the rash, weight decreased, migraine, alopecia, pruritus and genital haemorrhage outcome was unknown. The reporter considered alopecia, genital haemorrhage, migraine, pruritus, rash and weight decreased to be related to essure. The reporter commented: since october when I had my hystectomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: genital hemorrhage social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (everything removed except ovaries). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was were described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.